Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via internet post that she has received two diabetic ketoacidosis episodes since beginning pump therapy, due to the pump not giving insulin to them. The blood glucose levels are unknown. The insulin pump is not being returned for analysis.